Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to no image when shaking the video connector. Also, the front panel was yellowish. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the connector of the video system center had poor contact. The problem was found during reprocessing. There were no reports of patient harm. The device was returned to olympus. An evaluation of the returned device revealed no image when shaking the video connector. This report is being submitted to capture the reportable malfunction found during evaluation.